Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a pelvic organ prolapse procedure on an unknown date and suture was used for vaginal skin closure. Post-operatively, the patient experienced an offensive discharge, urinary tract infection, and vaginal bleeding. The patient received antibiotics. It was reported that the patient recovered and the suture seemed fine. No additional information was provided.